Event description:
During a coronary drug eluting stenting treatment procedure the shaft broke. The target lesion was located in a non-tortuous, non-calcified saphenous vein graft (svg). The lesion was predilated with an unk balloon. A 3.00 x 32 mm taxus express2 drug eluting stent was advanced toward the lesion but resistance was felt during advancement. A shaft break occurred during advancement against resistance. The break occurred in a portion that remained outside the pt body and the device was removed without difficulty. An unk stent was used to complete the intervention in the svg. It was also reported that two additional taxus stents and one additional liberte stent was placed during this procedure. The target vessels and order of placement for these stents is unk. No pt complications were reported. The pt status is reported as 'very good.'